Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a power-on-reset (por) was seen on the implantable neurostimulator (ins) "in the box" prior to implant. The device had been interrogated to prepare for implant, sat for a moment, and was checked again and showed the por message. It was noted that there was no error code associated with the por. It was noted that the ins was able to be programmed and lead configuration was set up successfully.